Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval found that audio detection was low and distorted at all tested volume and tone settings. This was caused by a foreign object being jammed into the rear case, damaging the speaker cone, coil, and magnet. The rear case assembly was replaced.

Event description:
It was reported that the pump has no audible sound. It was also reported that there was no pt injury.